Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013,(B)(6) /2013 - (B)(6) . No serious injury alleged. Malfunction alleged. Dealer says the back upholstery is coming apart at the seam. MDR filed.